Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event; however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse inspected the instrument and replaced the r1 probe inner wash valve, sample level sense board, and sample probe inner wash valve which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results on their au5800 chemistry analyzer. The results were not reported out of the laboratory. There was no report of change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. Patient demographics were not provided. The customer provided data for three (3) patient samples. The customer previously reported a similar issue which is addressed in MDR # 9612296-2020-00231.